Event description:
During an unknown procedure utilizing the twinfix ultra ha 4.5 w/2 ub (wh & blue), it was reported that two anchors broke during the surgery. The broken pieces were removed manually. A third anchor was placed in the original hole without any issues. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).